Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that after the scs system was implanted the patient reported the next day he was unable to move his legs. The patient underwent surgical intervention to explant the scs system and stayed in the hospital overnight. The patient has regained motor function and is walking again.